Event description:
It was reported that after insertion of iab, the pump "showed possible helium leak". The helium tubing was suspected of leaking. After exchanged of the tubing, difficulty was resolved. There were no associated pt complications.

Manufacturer narrative:
Follow-up report will be filed when eval is complete.